Event description:
It was reported that the patient heard the device made an audible tone over multiple days, but no patient alerts had been triggered. The patient noted that this occurred upon exiting a car. Approximately one month later, the patient heard the tones while driving, walking, and sitting on couch. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.